Manufacturer narrative:
The insulin pump was received with an intermittent button response due to a corroded keypad. There was no button error alarm found. The insulin pump passed the displacement, the rewind, the basic occlusion, the occlusion, the prime, and the excessive no delivery test. The motor was tested outside of the device and passed. The unit had a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level ranged from 57 to 95 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.